Event description:
It was reported that, on literature review ""comparison of three internal fixation methods for treatment of intertrochanteric fracture of the femur in elder patients"", one (1) patient who underwent primary implantation with an intertan nail to treat an intertrochanteric femoral fracture experienced necrosis of the femoral head after an unspecified postoperative period following the trauma surgery. The specific measures taken to resolve this complication were not listed within the article. The outcome of this patient is not known. No further information is available.

Manufacturer narrative:
Internal complaint reference: case-(B)(4). Cao, j., hu, p. Y., cai, b. T., & yang, s. A. (2018). Comparison of three internal fixation methods for treatment of intertrochanteric fracture of the femur in elder patients. Chinese journal of tissue engineering research, 22(11), 1683. Doi: 10.3969/j.issn.2095-4344.0163.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the provided literature article was reviewed. However, based on the information provided no further information is available, consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.